Event description:
It was reported by the patient that they had been shocked in the past and was able to recognize pre syncopal symptoms prior to the shock. This time, the patient stated they did not feel pre syncopal symptoms, was shocked by their device, fell and cracked their skull and vertebra. The patient was worried their lead may be the issue. The patient spoke with their physician and was told that their heart was rapidly accelerating causing the lack of pre syncopal symptoms. The physician was not concerned about the lead, and instead adjusted their medication to help with their arrhythmias. Follow up was conducted to no avail. The device is still in use. No further patient complications have been reported as a result of this event.